Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a service history review were performed. Visual inspection noted that the device could not turn on, verifying the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be damaged rear housing which allowed fluid intrusion. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a continuous alarm that did not let the device turn off. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.